Event description:
The surgeon implanted a plate silicone lens model aa4204vf and was torn upon insertion. The lens was implanted and removed without pt injury. It was indicated the mtc-60cc fp cartridge, lot number 1197053, was used. The contact could not recall the model and lot numbers of the injector.